Event description:
During a remote follow up, it was observed the device was pacing during the out of clinic sense test. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported event of pacing and t-wave over-sensing during the auto sense test was confirmed. Based on the provided information, the root cause was determined to be due to the over-sensing of the post-paced t-wave. The device is performing per programmed ventricular sensing parameters.